Manufacturer narrative:
(B)(4).

Event description:
It has been reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. The intra-aortic balloon pump (iabp) therapy began and after 28 minutes of iabp therapy the pump (s/n (B)(4)) alarmed "helium loss" and blood was noticed in the line. The iab was removed. A new iab was prepped and inserted in the same insertion site. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a one hour delay / interruption in iabp therapy. The patient outcome is listed as fine.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: returned for evaluation was a 30cc 8.0fr fiberoptix sensor (fos) iab. The distal end of the teflon sheath was approximately 43.5cm from the distal tip of the catheter. Blood was noted on the catheter and within the bladder membrane. The one-way valve was returned connected to the inflation lumen. Blood was noted within the one-way valve. No kinks or bends were noted to the central lumen. The fos connector and cal key were examined. The gray fos connecter was properly seated in the housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined and no abnormalities were noted. The cal key was intact. The bladder thickness was measured at various locations and was within specification. The fos and cal key were connected to the iabp. The pump displayed an "eo" (excessive offset) status. The fiber was found fully intact. The one-way valve was cleaned prior to testing. The one-way valve was tested and passed. See other remarks section for continuation. Other remarks: a vacuum was pulled on the one-way valve and it held for at least 1 minute and then 30 seconds five separate times. The iab was submerged in water and leak tested. A leak was immediately noticeable from bladder membrane. Under microscopic inspection, a cut consistent with contact from a sharp object was found approximately 12.0cm from the distal tip of the catheter. The cut was approximately 0.3cm in length. No abrasions were noted. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of blood in helium pathway is confirmed. A cut consistent with contact from a sharp object was found on the bladder membrane allowing blood to enter the helium pathway. No abrasions were noted. The root cause of the damage is undetermined.

Event description:
It has been reported that while in the cath lab the intra-aortic balloon (iab) was prepped and inserted via a sheath into the patient's right femoral artery. The intra-aortic balloon pump (iabp) therapy began and after 28 minutes of iabp therapy the pump (s/n (B)(4)) alarmed "helium loss" and blood was noticed in the line. The iab was removed. A new iab was prepped and inserted in the same insertion site. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. There was a one hour delay / interruption in iabp therapy. The patient outcome is listed as fine.